Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs and verified the reported issue. The se also noted that the device had an inadvertent power shutdown while patient was connected. The se was unable to duplicate the reported issue as the original circuit that was on the ventilator had been removed, and the ventilator cleaned. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.